Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique and constipation which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for event. The same day as event onset, the patient was treated with vancomycin injection (1g, after 72 hours, intraperitoneal, discontinued), ceftazidime injection (1g, once daily, intraperitoneal, discontinued) and tab fluconazole (150mg, once daily, orally, discontinued) for peritonitis. At the time of this report, the patient had not recovered from the events. Pd therapy is discontinued and the pd catheter was removed. The patient was shifted to hemodialysis (hd). Hd is ongoing. It was reported the retraining on the proper aseptic technique was done. No additional information is available.